Event description:
Information received from the manufacturer's representative reported that the patient had some challenges/issues while recharging their implantable neurostimulator (ins). It was confirmed that there were no issues with the ins. The representative was going to work with the patient to educate them. Additional information received on (B)(6) 2016 from the manufacturer's representative reported that the entire ins system was explanted today as the patient was mentally unable to grasp the concept of recharging. It was also noted that there was a previous overdischarge on the ins. It was believed that they were going to replace the ins with a prime cell model but then the patient stated that they just wanted the ins system removed. No symptoms were reported in the event. The indication for use for the implanted device was noted as non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.